Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the head motor is running as soon as the bed is plugged in. The account unplugged both siderails and it continued to run.